Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not stop beeping it beeps every 30 seconds and they cannot stop it from beeping and they could not go back to sleep. The customer¿s blood glucose was 250 mg/dl at the time of incident. The customer also stated that the insulin pump had stuck button alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with peeling keypad overlay. Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. All buttons functioning properly noted.